Manufacturer narrative:
Manufacturing review:a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, six years one month of post deployment, computed tomography of the abdomen was revealed the filter was located below the confluence of both renal veins and the cava. It was oriented in the direction of the inferior vena cava however the apex abuts the right lateral wall of the cava, it may embed. There was extension of the lowermost destructive outside the confines of the inferior vena cava into the pericaval fat. No definite organ involvement was identified. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter struts perforated and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.